Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2114: perforation is being used to capture the reportable events.

Event description:
Boston scientific became aware of multiple events that were reported during the 105th japan gastrointestinal endoscopy society (jges) related to cases of gastric endoscopic submucosal dissection (esd) procedures using the orise proknife. According to the literature, between january 2021 and september 2022, 265 cases of gastric esd were performed at sendai open hospital. Sixty-seven cases, which included 55 males and 12 females, used the orise proknife. The lesions were located in the u, m, and l regions in 17, 8, and 42 cases, respectively. The circumference was anterior wall in 8 cases, posterior wall in 12 cases, major fold in 17 cases, and minor fold in 30 cases. Median treatment time for esd was 67 minutes, and average treatment time by site was 73 minutes for the u region, 64 minutes for the m region, and 69 minutes for the l region. The average tumor diameter was 40 mm. The batch resection rate was 100% and the batch complete resection rate was 91%. Horizontal dissection was negative in all cases, vertical dissection was positive in 2 cases and unknown in 1 case. This report captures 7 adverse events observed in 7 patients. These include intraoperative perforation in 4 cases and posterior hemorrhage in 3 cases. It was reported that all patients could be treated conservatively. In regard to the proknife device, the proknife was performed as safely as with a conventional resection knife. There were no device specific problems observed.